Manufacturer narrative:
(B)(4). Batch # r58m77. Investigation summary: the analysis results showed that one ecr60g cartridge reload was received. The reload was received with no apparent damage and fully fired with several b-from staples inside of pockets. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during the laparoscopic distal gastrectomy surgery, when severing pylorus, after fired, noted some staples malformed with irregular shape. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.